Manufacturer narrative:
Concomitant medical products: product ID 8637-20, serial# (B)(4), implanted: (B)(6) 2015, product type: pump. (B)(4).

Event description:
Information was received from a device manufacturer representative (rep) regarding a patient who was receiving 10 mg/ml morphine at 7 mg/day via an implantable pump for non-malignant pain. It was reported that the patient had lost some weight and started noticing the pump moving around in the "last month or so". As a result, the physician was going to put a pouch on the pump since it was moving around. Upon opening the pocket, the spinal portion of the catheter was no longer connected to the pump section or catheter connector. It was noted that they could not initially find the other end of the catheter and it was assumed the catheter had migrated back toward the spine. The catheter was revised with a splice kit and as of (B)(6) 2016, the patient was reportedly doing great. No symptoms were reported. If additional information is received, a follow-up report will be submitted. See manufacturer report #3004209178-2016-03928.